Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 300 mg/dl range. Due to the high bg level, the customer's eye sight was reported to have become worse. The customer changed the cartridge, infusion tubing and site. A bolus of insulin was delivered to address the high bg level. The customer thought that the infusion set may be the cause of the occlusion; however, as the supplies to the pump had been changed, tandem technical support was unable to troubleshoot to determine if the site was the cause of the occlusion.